Event description:
The patient came into the hospital on (B)(6) 2011; the patient experienced overdose, was lethargic, and unresponsive. Per the reporter, this was the second time this event occurred to the patient. The reporter did not know if a pump refill was performed recently. Drugs delivered via the device were morphine and baclofen. A follow-up report will be sent if additional information becomes

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 1999, explanted: unk.